Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient¿s relative contacted lifescan (lfs) alleging the patient¿s one touch veiro iq meter had a ¿blood reading as control¿ issue. The complaint was classified based on the customer care advocate (cca) documentation. The reporter does not recall when the alleged issue began. The patient manages her diabetes with oral medication (unknown type) and insulin (novolog, levemir; unknown dosages) and denied taking any action in regards to her normal diabetes management in response to the alleged issue. The reported claimed, at an unspecified time after the alleged issue occurred, the patient ¿passed out and threw up¿. At an unspecified date/time, the patient was treated by a health care professional (hcp); however, the reporter did not recall the type of hcp treatment received. The reporter also stated that the patient¿s blood glucose was tested with another device but did not provide the actual results obtained. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.